Event description:
Note: this report pertains to one of three resolution 360 ultra clip devices used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. The anatomy location is unknown. During the procedure, three clips deployed prematurely. In one instance, the internal drive wire (step 3) fell off after deployment and was found inside the working channel of the scope. The other two clips did not open when taken outside of the scope. The procedure was completed with another resolution clip 360 ultra device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.